Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was interrogated months prior and expected battery longevity was five and a half years. At the most recent interrogation expected battery longevity had dropped to three years. Technical services (ts) reviewed and suggested decrease in expected longevity may be due to the patient being in atrial fibrillation resulting in high atrial rate sensing. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.